Event description:
According to the distributor's report, the device was used to close an eyelid laceration. During application, the adhesive contacted the pt's eye and glued it shut. The pt was referred to an ophthalmologist. The mother of the pt called to inquire info on the device, and asked for info on how to remove the adhesive. She was instructed to use a petroleum jelly based ointment. No further info is reported.